Event description:
User facility mandatory medwatch rec'd that stated: "IV filter tubing began leaking chemotherapy with no pt or staff exposure." Upon further query the following information was provided that indicated, a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use; leakage of solution was noted from an unspecified location on the filter of the tubing set. The volume of solution that leaked was not specified. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility mandatory medwatch was rec'd on 10/16/2009. The customer indicated the device was discarded.